Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of two devices. One needle was returned disengaged from the suture. Upon microscopic inspection, proper crimp marks were noted at the swaged end. The visual inspection and functional evaluation of the sealed sample had acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, a ¿surjet¿ suturing technique was employed by the surgeon, but at the end of the open procedure, the first and second suture had thread broken but the other one had needle separated from the thread and fell into the patient cavity and was retrieved by the surgeon. The first doctor took another suture but the needle quickly twisted and then the second doctor took another suture and it worked. There was no patient injury.